Event description:
It was reported that the atrial lead exhibited high thresholds and infinitely high impedance. The lead was capped and replaced. The patient experienced dizziness and palpitations. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.